Event description:
This is in response to the medwatch form you submitted concerning an adverse reaction from contact lenses. Would you happen to know if theses lenses were prescription lenses or plano (for cosmetic purposes only) lenses? This info determines which FDA center handles this report.